Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent cystoscopy and sling excision on (B)(6) 2014 due to dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted with concurrent lavh/bso and enterolysis of small bowel from the anterior abdominal wall in the right lower quadrant.